Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2082668. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ prn y adapter experienced foreign matter within the device cannula. The following information was provided by the initial reporter: during the intravenous infusion, the closed venous indwelling needle was prepared to be used. When checking the package, it was found that there was a foreign object in the internal vacuum, and the indwelling needle was replaced without causing any harm to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ prn y adapter experienced foreign matter within the device cannula. The following information was provided by the initial reporter: during the intravenous infusion, the closed venous indwelling needle was prepared to be used. When checking the package, it was found that there was a foreign object in the internal vacuum, and the indwelling needle was replaced without causing any harm to the patient.